Manufacturer narrative:
It was reported that two controller ac adapters were no longer providing power to a controller. The two controller ac adapters, (B)(4), were initially returned to a heartware facility on (B)(6) 2016, but remain unaccounted for. An investigation was opened to determine the whereabouts of the devices. As a result, the units were unavailable for analysis. A review of the manufacturing documentation confirmed that the associated controller ac adapters met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited, to an open circuit along the output cable or output connector. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cac adapter - (B)(4). (B)(4).

Event description:
A report was received that the controller ac adapters had no power. The cac adapters were exchanged with no reported consequence or impact to the patient. The green light was not illuminated when the units were plugged into the wall outlet. Reportedly, the units' internal wires were not exposed and an audible click was heard when the cac adapters were connected to the controller. No further information has been provided.